Event description:
Per information provided: on (B)(6) 2010 - patient was diagnosed with umbilical hernia thereby underwent open repair with implant of ventralex (device #1). Per operative notes, ¿the hernia sac was identified and excised. A ventralex mesh (device #1) was placed using sutures. ¿ on (B)(6) 2011 - patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent open repair with excision of ventralex mesh (device #1) and implant of biological mesh. Per operative notes, ¿a large hernia sac was identified, opened and dissected. The small bowel adherent to hernia sac were taken down. The small bowel also adherent to prior mesh was taken down. The prior mesh was excised along with hernia sac. A biological mesh was placed using prolene sutures. ¿ on (B)(6) 2012 - patient was diagnosed with recurrent incarcerated incisional hernia with small bowel obstruction thereby underwent open repair with excision of biological mesh and implant of xenmatrix (device #2). Per operative notes, ¿the hernia sac was identified, dissected and opened. The obstructed small bowel was reduced back to abdomen. The hernia sac was excised. Multiple adhesions of old mesh were lysed. The biological mesh was removed. A xenmatrix mesh was placed using prolene sutures.¿ on (B)(6) 2014 - patient was diagnosed with incisional hernia thereby underwent open repair with implant of sepramesh ip (device #3). Per operative notes, ¿the scar was excised. The hernia defect was identified above the prior defect with small bowel were reduced. The hernia sac was excised. A sepramesh ip (device #3) was placed and sutured. The bowel adherent to prior mesh and pelvis were lysed. The old mesh was left below the new mesh. The old mesh (device #2) was intact. The closure was done using prolene sutures.¿ on (B)(6) 2016 - patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent open repair with implant of bard flat mesh (device #4) and sepramesh ip (device #5). Per operative notes, ¿the adhesions were lysed. The hernia defect incarcerated with omentum was identified, opened and reduced the omentum back to abdomen. The defect on both right and left side. The right sided hernia defect was repaired using bard flat mesh (device #4) and sutured. The left sided hernia defect was repaired using sepramesh ip (device #5) and sutured.¿ on (B)(6) 2016 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with implant of bard flat mesh (device #6). Per operative notes, ¿the hernia defect was identified, opened and dissected free. A bard flat mesh (device #6) was placed using prolene sutures.¿ on (B)(6) 2019 - patient was diagnosed with incarcerated incisional hernia and adhesions thereby underwent open repair with lysis of adhesions and repair with sutures. Per operative notes, ¿the hernia sac was identified with incarcerated bowel and omentum were reduced back to abdomen. The hernia sac was excised. Extensive lysis of adhesions was performed and repaired with sutures.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2011) is considered to be a best estimate. This emdr was submitted to represent the bard/davol xenmatrix (device #2). An additional supplemental emdrs submitted to represent the bard/davol mesh ¿ ventralex (device #1), sepramesh ip (device #3), bard flat mesh (device #4), sepramesh ip (device #5) and bard flat mesh (device #6). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.